Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. It is likely the reported event occurred due to the use of excessive force from improper handling. Olympus will continue to monitor field performance for this device.

Event description:
The intended procedure was a therapeutic transurethral resection (tur) and the procedure was completed using a different device.

Event description:
The customer reported to olympus, the rigid scope had a lens issue. The issue was found during inspection for use. Initial evaluation and testing of the returned device found loosening of the eyepiece. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The subject device has been returned to an olympus repair center for evaluation and inspection. During the device evaluation, allegation of a lens issue was confirmed. The evaluation found loosening of the eyepiece. The evaluation also for internal lens damage and outer tube bending. This investigation is ongoing, follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.